Event description:
I thought I had the flu as I was not able to keep any food or liquids down. I went to my primary care physician and she advised she thought it was related to my lap-band and referred me to a surgeon who did a CT scan on the (B)(6). He wanted to admit me that night to do a scope, but advised I would come in the next morning. On (B)(6) had the scope done and it confirmed that there was erosion around the band. As he is not a bariatric specialist he indicated to give him a couple of days and he would get back to me. During this time I still could not keep any food or liquids down. We finally got in touch with a bariatric clinic in the area that I lived in and they would not see me for another week. Since I was dehydrated and not able to keep food in the general surgeon went ahead to perform the surgery.